Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed with motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The motor passed the motor test. The following physical damage was also noted: minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a bolus attempt. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.